Event description:
This unsolicited case from united states was received on 16-nov-2017 from a healthcare professional. This case concerns a male patient of unknown age who received treatment with synvisc one and later after unknown latency had severe swelling in both knees. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc one (2 bilateral injection; and no problems with these injections). On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (bilateral injection) once (dose and indication: unknown). On an unknown date in (B)(6) 2017, after unknown latency the patient had severe swelling in both knees. It was reported that the patient came in the next day and the event resolved after the cortisone injections. The patient thought that this was the third time he received bilateral synvisc-one injections. Corrective treatment: cortisone. Outcome: recovered. Seriousness criteria: required intervention for severe swelling in both knees a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 05-dec-2017. The global ptc number with ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a healthcare professional. This case concerns a male patient of unknown age who received treatment with synvisc one and later after unknown latency had severe swelling in both knees. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc one (2 bilateral injection; and no problems with these injections). On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (bilateral injection) once (dose and indication: unknown). On an unknown date in (B)(6) 2017, after unknown latency the patient had severe swelling in both knees. It was reported that the patient came in the next day and the event resolved after the cortisone injections. The patient thought that this was the third time he received bilateral synvisc-one injections. Corrective treatment: cortisone. Outcome: recovered. Seriousness criteria: required intervention for severe swelling in both knees. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending.